Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zct400, was performed on the right eye of a (B)(6) female patient because she experienced residual refractive error. There were no complications, no injuries and no additional procedures. Another lens, model zct300, was used as a replacement lens. Patient has recovered. No additional information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection of the return sample shows the lens is cut in half, most probably to make explant possible. The complaint cannot be confirmed. Manufacturing records review: a review of the manufacturing records was performed. The product was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. Labeling review: the directions for use (dfu) were reviewed. The dfu contains a specific section on lens power calculations. Accurate keratometry and biometry are essential to successful visual outcomes. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. All pertinent information available to abbott medical optics has been submitted.